Event description:
The 5 x 12 x 135 genesis stent was partially deployed in the left renal artery after what the physician said was a stent delivery balloon rupture. The physician decided to retrieve the partially deployed stent and was successful after a period of time. The pt was not aware of the incident and tolerated the procedure well.